Event description:
It was reported that there was no alleged product issue. The patient¿s status at the time of report was alive with injury. The event was ongoing and the patient was to be revised on (B)(6) 2014. The patient had an infection. The type of infection was unknown and unknown if a culture was taken. Antibiotic treatment was necessary. The date of diagnosis of infection was (B)(6) 2014. There was an ¿abcess.¿ the location of the issue or symptom was at the implant site, scar. The ¿abcess¿ started to appear on the dorsal scar at the electrode implant site. Actions taken as a result of the event included flatting of the scar. Later a description of the event was received that stated ¿beginning of¿ of scarification¿ of insertion of the electrode.¿ the event was noted as not linked to the procedure and not linked to the device. Hospitalization was required as a result of the event. The patient was admitted on (B)(6) 2014 and discharged on (B)(6) 2014. It was noted that the other actions were taken on (B)(6) 2014. The length of the hospital stay was noted as 24 hours. The event was reported as unresolved, other therapeutic actions or treatments were planned. There was an issue of illegibility with one of the source document.

Manufacturer narrative:
Concomitant product: product ID 3898, lot # unknown, product type lead. (B)(4).